Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) and was hospitalized. The user was treated in the hospital with insulin injections, and after disconnection from the ilet the user reportedly experienced a blood glucose drop to 50 mg/dl. The user was later discharged and recovered.

Manufacturer narrative:
The user experienced severe hyperglycemia reportedly resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring medical intervention and is consistent with the reported hospital diagnosis and treatment with insulin injections. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Available device data from the reported event date is not consistent with the reported glucose severity, as glucose values were in range most of the time and did not demonstrate a pattern consistent with dka. It is possible that cgm values were inaccurately low, which could explain the discrepancy between the reported hospitalization and the available device data. Based on available information, no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.